Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a low blood glucose event to 53 mg/dl and self-treated with oral glucose candy, after which glucose rose but was overtreated; the cause was unclear and device-related details were insufficient. Symptoms included hypoglycemia without notable associated symptoms. Outcomes included the need for medication intervention to treat the low glucose. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed insufficient information regarding a device problem or component involvement and no findings available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.